Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tried to remove tampon, cord broke, retained [foreign body in reproductive tract]. Hurts - vagina [vulvovaginal pain]. Vagina hurts - tampon [medical device site pain]. Tampon cord broke [device breakage]. Tried to remove tampon...cord broke [complication of device removal]. Case description: consumer reported via e-mail that she tried to remove the tampon and the cord broke. No serious injury reported.